Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, patient's mother tested alert functionality and reported alerts were functional. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported no audio output.